Event description:
It was reported via web self-service that a skin infection occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the skin reaction occurred at the insertion site and spread beyond the patch perimeter. On (B)(6) 2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (doxycycline 100 mg, twice a day for seven days) for the infection. The method used to diagnose the infection was not specified and no was provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).